Event description:
A customer contacted baxter's technical service center (gts) requesting assistance to end therapy on the homechoice (hc) machine during dwell 3 / 5. Per home patient (hp), the supply bag had come undone when it dropped on the floor. The hp would close the supply line clamp and press stop. The hp wanted to do a manual drain first. The technical service representative (tsr) assisted the hp to go to manual drain and explained how to end therapy. The hp might call back gts to help her end the therapy. No alarm was reported. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the caregiver (cg) on (B)(6) 2010 regarding the supply bag coming undone, it was revealed that the bag accidently fell off the stand. The cg stated that it was his fault. The cg confirmed that there were no issues with the supplies, and further added that the products are reliable. The cg also confirmed that the incident did not cause any adverse event to the hp. Per cg, the hp is doing fine and continuing therapy. The cg stated that he had discarded the supplies and did not remember the lot number. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.